Manufacturer narrative:
The investigation finding: needle broken. Visual evaluation of the returned device found that the working length of the device was twisted and the needle was in the retracted position. A functional evaluation found that when the handle was activated, the working length of the device tensed/coiled near the proximal end, but the needle failed to extend. The distal tip of the device was cut and the needle was measured and found to be shorter than specification, indicating the needle broke during use. The needle tip appeared burnt/blackened and the overall integrity was found to be damaged. Review and analysis of all available information indicated the most probable root cause for this event was "operational context". The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a rx needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, with the rx needle knife front loaded over the wire, the needle would not extend out of the end of the catheter. Prior to the procedure the needle knife was tested and worked fine. After removing it from the scope, they tried it again outside the patient and the needle still would not extend out of the end of the catheter. The procedure was completed with another rx needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". This event has been deemed reportable based on the investigation finding: needle broken.